Manufacturer narrative:
The device history record review (DHR) for this greenlight xps laser console found nothing to indicate any possible manufacturing service-related causes for the complaint. During preventive maintenance, of the console, the field service engineer checked for water leaks and found none. Cleaned and aligned optical parts. Calibrated system and tested output power. System passed full functional and electrical safety testing. Based on preventive maintenance results. The issue was most likely due to a combination of dirty lens/ mirrors, alignment and calibration issues. Once clean and adjusted the system operated within specifications. An evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the laser console did not start. The case was not completed due to this event. No patient or user harm occurred due to this event.

Event description:
It was reported that the laser console did not start. The case was not completed due to this event. No patient or user harm occurred due to this event.